Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and pulmonary emboli had an inferior vena cava (ivc) filter deployed below the level of the renal veins. Approximately ten months post filter deployment, the patient with extensive deep vein thrombosis was scheduled for a thrombectomy procedure. The right internal jugular vein was accessed and a retrievable filter was deployed in the suprarenal ivc. Bilateral femoral veins were accessed and venous thrombectomy was performed. Completion imaging demonstrated patency of the popliteal, femoral, and iliac veins, and vena cava with a filling defect within the filter. A snare device was passed through the suprarenal filter to the infrarenal filter, but retrieval was unsuccessful since the hook appeared to be embedded in the caval wall. A wire was snared through the legs of the infrarenal filter and the infrarenal filter was pulled into the end of the sheath. While removing the infrarenal filter, it came in contact with the suprarenal ivc and the suprarenal filter embolized proximally to the right atrium. A snare device was advanced and the suprarenal filter was removed through the groin. Completion imaging demonstrated residual severe stenosis in the ivc and the level of where the infrarenal filter was. A stent was hand mounted to a balloon and was advanced to the level of the stenosis. The balloon was inflated and the stent was left in place. The sheaths were removed and hemostasis was achieved. Approximately six days post filter retrieval, another suprarenal filter was deployed for recurrent deep vein thrombosis. The patient was discharged home approximately one month post hospital admission. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device was removed. The status of the patient is unknown.